Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5096974) on 28-oct-2020. The most recent information was received on 02-nov-2020. This spontaneous case was reported by a consumer and describes the occurrence of device dislocation ('essure migrated and attached to intestine'), genital haemorrhage ('on going bleeding') and uterine neoplasm ('uterus tumor') in a female patient who had essure (batch no. 625976) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included cetirizine, ferrous sulfate (slow fe), montelukast and salbutamol (albuterol hfa). On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria hospitalization, medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required) and uterine polyp ("polyp") and was found to have uterine neoplasm (seriousness criterion medically significant). The patient was treated with surgery (tumour excision, essure removal and hysterectomy). Essure was removed on (B)(6) 2020. At the time of the report, the device dislocation, genital haemorrhage, uterine neoplasm and uterine polyp outcome was unknown. The reporter considered device dislocation, genital haemorrhage, uterine neoplasm and uterine polyp to be related to essure. The reporter commented: after removal patient is recovering. ¿an intervention was mentioned but not specified and/or assigned to one of the events¿ the seriousness criterion ¿hospitalization¿ was reported, but not specified or assigned to one of the events. Lot number: 625976, manufacture date: 2007-09, expiration date: 2009-08. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-nov-2020: quality-safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (food and drug administration on 28-oct-2020. This spontaneous case was reported by a consumer and describes the occurrence of device dislocation ('essure migrated and attached to intestine'), genital haemorrhage ('on going bleeding') and uterine neoplasm ('uterus tumor') in a female patient who had essure (batch no. 625976) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included cetirizine, ferrous sulfate (slow fe), montelukast and salbutamol (albuterol hfa). On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria hospitalization, medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required) and uterine polyp ("polyp") and was found to have uterine neoplasm (seriousness criterion medically significant). The patient was treated with surgery (tumour excision, essure removal and hysterectomy). Essure was removed on (B)(6) 2020. At the time of the report, the device dislocation, genital haemorrhage, uterine neoplasm and uterine polyp outcome was unknown. The reporter considered device dislocation, genital haemorrhage, uterine neoplasm and uterine polyp to be related to essure. The reporter commented: after removal patient is recovering. ¿an intervention was mentioned but not specified and/or assigned to one of the events¿ the seriousness criterion ¿hospitalization¿ was reported, but not specified or assigned to one of the events we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.